Event description:
Required revision total right hip replacement surgery performed (B)(6) 2023. On (B)(6) 2015 - I had a total right- hip replacement. I should have healed in about six months but over the next eight years my pain became increasingly worse. I sought out an answer by seeing several orthopedic doctors who would take a straight on xray and told me everything was fine. In (B)(6) 2023 I was referred to dr. (B)(6). Several tests revealed that my hip was no longer in the same position and that I likely had metallosis. On (B)(6) 2023 I had revision surgery, replacing the ball and cap of my hip, as well as intense scraping out of the metal particles from the affected area that bad cracked off my hip replacement parts. The surgery was intense and my recovery is going slowly because my hip was put through quite alot. My medical device was manufactured by stryker orthopedics, lfit femoral head, particularly catalog no. 6260-9-328. I have attached a field safety corrective action acknowledgment form regarding this number (as well as additional catalog number(s)) along with an urgent field safety notice. As you can see on the bottom of the urgent field safety notice under potential hazards, items 5-7 are exactly what happened to me. I could not find this or any notice on the FDA website regarding the catalog numbers on these notices and, therefore, stryker will not take responsibility for the failure of their medical device. I have also included the parts list from my original surgery.